Event description:
The customer stated that the insulin pump alarmed during basal delivery. The reported blood glucose reading was 317 mg/dl. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed during rewind due to the motor encoder signal being out of phase. The display was missing segments due to a problem isolated to the liquid crystal display board.